Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that "dr chow was trying to deliver a subject flow diverting stent in the right internal carotid artery ica. The distal portion of the stent was not opening as expected , and the stent would not anchor sufficiently for further placement. After 2 recapture and redeployment efforts , the distal end still would not open. The decision was made to remove the stent and try another stent. Inspection on the table of the removed stent showed that the distal end was not opening completely, and seemed that the ends of the wires may be a bit caught amongst themselves preventing opening. Clot had also formed on the end of the stent." Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no reported encounters during preparation/transferring/advancement /withdrawal of the subject device, that could have contributed to reported issue. Catheter was used in conjunction with the surpass evolve. The patient was reported be received dual anti platelet therapy (dapt) (aspirin and plavix) before and after the surgery. The patients current condition was reported as 'fine'. The anatomy of the patient was of average tortuosity which may have contributed to the reported event. Additional information was received stating "perhaps, on the first unsheathe of the subject stent, the distal end of the stent opened in the ica, but also advanced a bit upon continued unsheathing, and pushed partially into the posterior cerebral artery pca. The rr resheathed, but it was not a smooth resheathe, as the stent positioning meant the distal end was in a bend, resheathing the final mm was a bit difficult, it seemed the stent had a tight bend at the distal end". While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent failed/unable to open (when not implanted)¿ and flow diverter stent difficult/unable to capture in microcatheter. An assignable cause of anticipated procedural complication will be assigned to the reported defect 'patient vessel thrombosis' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that during an endovascular procedure in the right internal carotid artery (ica) the distal portion of the subject stent was not opening as expected, and the subject stent would not anchor sufficiently for further placement. After two (2) recapture and redeployment efforts , the distal end still would not open. The operator was able to re-sheath, but it was not smooth as the subject stent had a bend at the distal end. The subject stent was removed from patient anatomy and upon inspection on the table the subject stent showed that the distal end was not opening completely and seemed that the ends of the wires may be a bit caught amongst themselves preventing opening. Clot had also formed on the end of the subject stent. No further information is available.

Event description:
It was reported that during an endovascular procedure in the right internal carotid artery (ica) the distal portion of the subject stent was not opening as expected, and the subject stent would not anchor sufficiently for further placement. After two (2) recapture and redeployment efforts , the distal end still would not open. The operator was able to re-sheath, but it was not smooth as the subject stent had a bend at the distal end. The subject stent was removed from patient anatomy and upon inspection on the table the subject stent showed that the distal end was not opening completely and seemed that the ends of the wires may be a bit caught amongst themselves preventing opening. Clot had also formed on the end of the subject stent. No further information is available.

Manufacturer narrative:
H3 other text: the device is not available to the manufacturer.